Event description:
Information was received that reported a patient was hospitalized in 2009. Per the reporter the patient had a seizure. They assumed the seizure was due to hypoglycemia for which they treated with glucagon; his blood glucose was not assessed before administering the glucagon. They called 911, paramedics arrived and measured the patients blood glucose at 134 mg/dl. He was transported by ambulance and admitted with a blood glucose of 240 mg/dl. It was reported that when the patient had the seizure he fell on his insulin pump, causing physical damage to the device and cracking the lcd screen. The device should be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. As noted in the complaint, which described the patient falling and breaking the device, the lcd screen was damaged and unreadable. The lcd screen was replaced so the device could be appropriately evaluated. With the new lcd screen installed delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. Except for the lcd screen that was damaged when the patient feel there was no operational or functional failure detected and the product was within specification.